Event description:
A malfunction on the pump was reported by the caller, with the issue identified as "malfunction 199" in tandem source. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and provided the necessary instructions for putting the pump into storage mode prior to its return. The customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery while waiting for the replacement.